Event description:
It was reported that a patient supported by an impella cp developed an access site bleed after the pump was explanted. Two units of red blood cells were transfused and a femstop was placed to obtain hemostasis. The patient survived.

Manufacturer narrative:
The impella passed all the post sterile inspection checks. Investigation summary: the cause of the bleed was not determined since product was not returned and insufficient clinical details provided.